Event description:
It was reported that the patient had ineffective stimulation with tonic stimulation. In turn, the patient was explanted and replaced with a device that supported burst technology. Therapy was restored post-op.